Manufacturer narrative:
This is one of three device reports associated with this event. The other two MFR report numbers are 1225714-2013-01965 and 1225714-2013-01966. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced sudden cardiac arrest, shortly after receiving dialysis treatment, and expired on that same day in addition to experiencing arrhythmia. This was further alleged to have been caused by the patient's exposure to the product that was used for dialysis treatment.